Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of device evaluation: the main board was evaluated and the problem reported by the customer was confirmed and duplicated. The pt800 transducer had recorded faults in the events log. The combination of xdcr faults at power-up for the pt800 with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The reported problem was isolated to solenoid failure. This was addressed by CAPA ca 2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Customer called back and ordered a main pcb. We are currently awaiting the suspect faulty component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the volumes on the vela ventilator were reading low, vt 400 and customer was getting 68. The customer calibrated the turbine diff and the exp flow transducer and then the vent had a vent inop and turbine motor fault alarm. Customer stated he would also check the power supply since the led on the motor board stays red. The customer advised there was no patient involvement associated with this event.